Manufacturer narrative:
Initial reporter phone:(B)(6). Initial reporter facility name: (B)(6) respiratory center. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002530 and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. After inserting the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the patient's body, it was confirmed that air was not removed from the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Issue occurred 30 minutes after the start of procedure. Resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - small to another new one. No patient consequence reported. Additional information was received on 17-may-2024. No air was being introduced into the patient. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed.